Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility the sponge frayed, resulting in loose fibers. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event. No further information regarding this event was provided by the user facility.

Manufacturer narrative:
This MDR was filed as a result of an acquisition remediation to align with stryker instruments¿ current filing strategy thresholds. (B)(4) was notified of these reports on (B)(4) 2014.

Event description:
It was reported that during a surgical procedure at the user facility the sponge frayed, resulting in loose fibers. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event. No further information regarding this event was provided by the user facility.